Event description:
It was reported that the radiolucent drive device would not hold the drill bit devices. The event did not occur during surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the slid sleeve that held the drill bit devices was worn. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.